Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set cannula kinked events on (B)(6) 2024 and (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site was at abdomen. The sets were in use for 8 hours. The patient resolved all the event by replacing infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.